Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strong abdominal pain") and device breakage ("device breakage") in a female patient who had essure (batch no. C64465) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("chronic fatigue") and headache ("headaches with feeling of head in a vice"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("residues in uterus"). The patient was treated with surgery (essure removal on (B)(6) 2017 left residues in uterus - hysterectomy scheduled to (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, arthralgia, device breakage, fatigue, headache and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, complication of device removal, device breakage, fatigue and headache with essure. (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-feb-2018 for the following meddra preferred terms: abdominal pain ¿ analysis in the global safety database revealed 1.969 cases. Device breakage ¿ analysis in the global safety database revealed 2.201 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1802188) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("strong abdominal pain") and device breakage ("device breakage") in a female patient who had essure (batch no. C64465) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), fatigue ("chronic fatigue") and headache ("headaches with feeling of head in a vice"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("residues in uterus"). The patient was treated with surgery (essure removal on (B)(6) 2017 left residues in uterus - hysterectomy scheduled to (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, back pain, arthralgia, fatigue, headache and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, complication of device removal, device breakage, fatigue and headache with essure. The reporter commented: essure serial number: 82269509 the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: abdominal pain ¿ analysis in the global safety database revealed 2.001 cases. Device breakage ¿ analysis in the global safety database revealed 2.244 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-mar-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.